Manufacturer narrative:
The concerned device was investigated during an on site investigation and the device log was downloaded and analyzed. The investigation came to the conclusion that the central fastening screw which connects the mixermodul to the unit was loose. This results in a leak of fresh gas. Usually this leak will be detected during the pre use check. In the reported event, the fastening screw was only a little bit too loose, resulting in intermittent leakage. The device would generate ventilation alarms corresponding to the alarm limits set by the user. The concerned primus was already in use for 5 yrs, therefore, it was concluded that the mixermodul was correctly fixated at time of delivery. This was the first case of a loose screw of the mixermodul. The root cause of slackening could not be identified. No further measures are planned.

Event description:
It was reported that in two cases in 2007, the primus had passed the pre use check, but later during the case, there was no fresh gas flow. Monitoring of spo2 and insp. Oxygen flow revealed the situation. No patient injury reported.